Manufacturer narrative:
(B)(4):a review of the black box showed that rebooting had occurred. Inspection revealed that the battery cap threads are worn, and the battery cap would not tighten securely to the pump. There was no damage found to the battery compartment. A test cap was used to complete investigation. The pump was exercised for 24 hours using the test cap with no power issues occurring.

Event description:
On (B)(6) 2012, the lay-user/patient contacted animas alleging an intermittent power issue with the pump. The patient claimed that the pump could not maintain power with a battery and battery cap change earlier that day. The patient did not allege any harm or injury because of the alleged issue. The patient denied that the pump's casing had any cracks or fissures. He also denied that the battery cap was damaged. The alleged issue was not resolved with troubleshooting. The pump was replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that the pump had a power issue that was not resolved with troubleshooting. However, there is no evidence that the pump contributed to a serious injury. The patient did not report any blood glucose readings, symptoms, or treatment that meet animas criteria for a serious injury.

Manufacturer narrative:
The pump has been returned to animas for evaluation. The evaluation of the product has not been completed; therefore, no conclusions can be drawn at this time. Once the evaluation is completed, a supplemental report will be filled. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.